Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive when around moisture. Customer stated that the insulin pump had motor error alarms. Insulin pump was loosing all setting when battery changed. Insulin pump had failed battery test. Insulin pump had hairline cracks on battery port and reservoir port. Customer stated that insulin pump would not allow them to adjust bolus settings. No harm requiring medical intervention was reported. The device will not be returned for analysis.